Manufacturer narrative:
Bd received photos from the customer facility for investigation. The photos were evaluated, and the customer's indicated failure mode for safety shield separation was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA (B)(4) and potential causes from the manufacturing process have been identified. As a result, corrective actions have been established and implemented. Conclusion: based on evaluation of the photos, the customer¿s indicated failure mode for safety shield separation with the incident lot was observed. Further investigation activities have been conducted relating to this product issue and possible root causes from the manufacturing process have been identified. As a result, corrective actions have been implemented to mitigate further occurrences. Root cause: bd has initiated further investigation through CAPA (B)(4). The investigation has identified possible root causes from the manufacturing process and corrective actions have been implemented.

Event description:
It was reported that the safety shield on a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder broke off. There was no report of exposure, serious injury or medical intervention.